Event description:
It was reported that device reached recommended replacement time sooner than expected. It was also noted that the patient had been appropriately shocked many times. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 6947, implantable tachy lead, (B)(6) 2010. (B)(4).